Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: l612221. Symptom: pump had high baseline alarms while on a patient. Findings/action taken: the stepper motor controller was sent to and replaced by hospital biomed but the problem continued. The power supply and pump assembly was also changed. Fcn level: 1416. Software level: 2.24.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for evaluation. The reported problem of "alarm, high baseline" is confirmed. The pump alarmed high baseline 1, and excessive noise was noted from the pump assembly. The reported complaint was most likely caused by the stepping motor failure. The root cause of the stepping motor failure is undetermined. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. A nonconformance has been initiated to further investigate the cause of the issue.

Event description:
It has been reported via a field service report: l612221. Symptom: pump had high baseline alarms while on a patient. Findings/action taken: the stepper motor controller was sent to and replaced by hospital biomed but the problem continued. The power supply and pump assembly was also changed. Fcn level: 1416. Software level: 2.24